Event description:
During implant, increased capture threshold and impedance was observed on the right ventricular (rv) lead. The physician attempted to resolve the issue by repositioning the lead but was unsuccessful. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Diagnostic imaging and visual analysis of the lead revealed no anomalies. The reported events of increased capture threshold and pacing impedance were not confirmed.